Event description:
On (B)(6) 2011, the pt's father reported, the up button of the pt's infusion device does not respond. He is unsure how long ago, the pt noticed the issues. The pt switched to the backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.